Event description:
The customer reported to olympus that the forceps were not working properly during the total hysterectomy procedure. The probe did not break in the patient. The procedure was completed with another set of equipment. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: a broken probe. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus, testing and inspection confirmed that the fracture surface of the probe had cracks which developed from the non-insulated side of the grasping section. Additionally, the customer¿s complaint (forceps not working properly) was confirmed. There was evidence of equipment misuse, a mark was found in the non-insulated area of the grasping section which came in contact with the probe and was abraded. This is caused during activation, the grasping section was closed without contacting tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn¿t be exclusively identified. However, based on the investigation results, the error and the probe broken possibly occurred by the following mechanism: he output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. A force to activate the output in seal & cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the error. A force was applied to the probe causing it to break. The following information is stated in the instructions for use (IFU)" "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device.